Event description:
It was reported that the surgeon implanted the icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the lens was removed (B)(6) 2012, due to low vault. The lens was replaced with a longer one and this resolved the problem. See MFR# 2023826-2012-00295 for the other eye.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary. (B)(4) - lens, vaulting. (B)(4) - explant. (B)(4).